Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Other- specify in comments bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Caller has an 8015 unit giving a 600.6815 error. Sn: 15694177 failure device type: failure problem type: failure mode: case resolution: biomed tried another abgn card and still got the same error. Recommend to reflash the unit. If unit still fails, send in unit for warranty repair. Biomed will reflash unit and call back if a warranty RMA is needed. Ref:_00d30y0yr._5000l1qjnot:ref